Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor quality image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a damaged cable unit there is a poor image quality. The most probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head had cable breakage issue. The issue occurred during an unknown procedure. The intended procedure was completed with the similar device. There were no reports of patient harm.

Event description:
It was reported that camera head had cable breakage issue. The issue occurred during an unknown procedure. The intended procedure was completed with the similar device. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the customer reported issue was due to damage cable olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head had cable breakage issue. The issue occurred during an unknown procedure. The intended procedure was completed with the similar device. There were no reports of patient harm.